Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On 04/15/2025, it was reported that the pediatric patient experienced severe hypoglycemia without any specific symptoms reported. The cgm was inaccurate with high bias. Based on the cgm reading the insulin pump provided insulin to the patient causing hypoglycemia. The cgm reading was 14 mmol/l and the bg reading was 4 mmol/l. It was reported that the patient required third-party assistance to handle his hypoglycemia. The patient experienced memory loss. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) 2025, it was reported that the pediatric patient experienced severe hypoglycemia without any specific symptoms reported. The cgm was inaccurate with high bias. Based on the cgm reading the insulin pump provided insulin to the patient causing hypoglycemia. The cgm reading was 14 mmol/l and the bg reading was 4 mmol/l. It was reported that the patient required third-party assistance to handle his hypoglycemia. The patient experienced memory loss. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
B3 date of event - correction. B5 describe event or problem - correction. H2 correction.